Manufacturer narrative:
Correction: d10 (concomitant product) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a leak occurred with the bloodlines during the patient's hemodialysis (hd) treatment. Blood was seen dripping off the patient´s dialysis lines coming from machine. The patient was placed in bypass and the pumped was stopped. On the top of the venous chamber there was blood visible running down the tubing. There also appeared to be a crack in the top of the chamber or on the extracortical line itself. Additional information was obtained during follow-up. Treatment was setup with a 2008t machine, fresenius bloodlines, and a fresenius 180nre dialyzer and initiated at 9:35. Approximately 30 minutes into treatment at 10:05, the biomedical technician (biomed) was walking by and visually observed blood on the floor under the machine. No machine alarms were received. The fa confirmed that a crack was identified within the top of the chamber. The patient¿s estimated blood loss (ebl) is 300-400 ml. There was no serious injury or required medical intervention. Saline was administered per standing order. Treatment was restarted on the same machine and successfully completed with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a leak occurred with the bloodlines during the patient's hemodialysis (hd) treatment. Blood was seen dripping off the patient´s dialysis lines coming from machine. The patient was placed in bypass and the pumped was stopped. On the top of the venous chamber there was blood visible running down the tubing. There also appeared to be a crack in the top of the chamber or on the extracortical line itself. Additional information was obtained during follow-up. Treatment was setup with a 2008t machine, fresenius bloodlines, and a fresenius 180nre dialyzer and initiated at 9:35. Approximately 30 minutes into treatment at 10:05, the biomedical technician (biomed) was walking by and visually observed blood on the floor under the machine. No machine alarms were received. The fa confirmed that a crack was identified within the top of the chamber. The patient¿s estimated blood loss (ebl) is 300-400 ml. There was no serious injury or required medical intervention. Saline was administered per standing order. Treatment was restarted on the same machine and successfully completed with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a leak occurred with the bloodlines during the patient's hemodialysis (hd) treatment. Blood was seen dripping off the patient´s dialysis lines coming from machine. The patient was placed in bypass and the pumped was stopped. On the top of the venous chamber there was blood visible running down the tubing. There also appeared to be a crack in the top of the chamber or on the extracortical line itself. Additional information was obtained during follow-up. Treatment was setup with a 2008t machine, fresenius bloodlines, and a fresenius 180nre dialyzer and initiated at 9:35. Approximately 30 minutes into treatment at 10:05, the biomedical technician (biomed) was walking by and visually observed blood on the floor under the machine. No machine alarms were received. The fa confirmed that a crack was identified within the top of the chamber. The patient¿s estimated blood loss (ebl) is 300-400 ml. There was no serious injury or required medical intervention. Saline was administered per standing order. Treatment was restarted on the same machine and successfully completed with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.